Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 274262.

Event description:
It was reported that the patient was not getting an adequate pain relief. It was noted that the patients leads had migrated. The patient underwent an explant procedure wherein the leads were removed. The patient was doing well post-operatively and the explanted leads were discarded by the medical facility.